Event description:
The pump did not have an audible tone. The customer stated that they are not hearing the low reservoir alarm and are running out of insulin. Troubleshooting was performed. The audible tone could not be heard. Suggested the customer to discontinue the use of the pump.